Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the large hem-o-lock clip applier (lhoa) instrument wrist moved on its own when it was gripped on an artery. The issue occurred when the surgeon was attempting to use the lhoa instrument to place a clip on the left gastroepiploic artery. After the unintended motion of the lhoa instrument wrist, its jaws could not be opened and were stuck on the left gastroepiploic artery. The sterile adaptor was reseated, and a new large hem-o-lock clip applier instrument was used to clip the artery elsewhere before using the vessel sealer extend instrument to separate and remove the gripped section of artery. Following this, the initial large hem-o-lock clip applier instrument was removed with the clip. At the time of the event, the clip had not become dislodged from the instrument and fell into the patient. Per the site, there was no patient impact due to the lhoa issue. It is unknown whether the initial large hem-o-lock clip applier instrument was inspected prior to use. The release key/mechanism was not used. It is unknown whether there was any adverse effect to the grasped tissue. It is unknown whether there was unexpected tissue removal. It is unknown whether there was any unexpected bleeding.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The large hem-o-lok clip applier instrument involved with this event has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, passing the recognition, engagement, and clip tests twice. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional with no product issue being identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was completed, and no errors related to the reported event were observed. A review of the system log was completed, and no related system errors were observed. A review of the advanced system log was completed, and there was nothing to suggest fault with the system. The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest faults related to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.